Manufacturer narrative:
Per the customer, the complaint sample is not available for return. A follow-up report will be submitted after investigation is completed.

Event description:
This report is related to report# 1649914-2025-00008 in which the customer reported dislodgement of the luer lock ring from the delivery line which the customer stated had previously occurred twice. Per the customer, the luer lock ring dislodged but was not located and an x-ray was not undertaken. No additional information was provided and the sample is not available for investigation. There is no information on the date of occurrence and no patient complications have been reported for this complaint. Report# 1649914-2025-00010 will be submitted for the third occurrence.

Manufacturer narrative:
This supplemental report is submitted to provide the results of our investigation. The initial report described a historical event, related to report 1649914-2025-00008, where a luer lock ring dislodged from the delivery line. In this specific instance, the dislodged component was not located, and an x-ray was not performed. No patient information was provided. Investigation and common root cause: this event, along with two related events (report numbers 1649914-2025-00008 and -00010), was investigated under a unified field action review (far) and corrective & preventive action. The returned sample was examined, and no damage was found to the threads or luer. The investigation concluded that the root cause for the detachment of the luer lock ring across all three incidents is incorrect manual assembly during manufacturing of the extension line. Based on the investigation, the reported malfunction is confirmed. The risk associated with this failure mode is within acceptable limits per the risk management file. Effective corrective actions have been implemented to prevent recurrence. No market action is warranted at this time. Quest medical will continue to monitor complaints for trends.